Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter:: the product was torn during the procedure. A nurse stated that incised wound was small, therefore it was pulled out by force. Nothing fell into the cavity. No bleeding. No further incident.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one devicel bag. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Only the bag was received. The bag was returned in with a tear in it. The tear was along the seam. Functional testing was precluded due to the observed damage. This failure mode has been identified as a trend and a process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.